Event description:
Information received from the field notes that during a routine follow-up, intermittent atrial sensing was observed. P-waves were seen on the ECG but not detected by the device. Sensing threshold tests showed that the p-wave and r-wave amplitudes had significantly decreased since implant. The sensing was programmed to 0.5mv. At a subsequent follow-up, the patient was in found to be in atrial flutter. The device was then programmed to vvir mode.